Manufacturer narrative:
(B)(4). The review of the manufacturing paperwork verified that the lot involved in this event met all pre-release specifications. The (B)(4) internal iliac component was returned to gore and an engineering evaluation was performed. The investigation revealed that there was blood on the returned device and the delivery catheter was broken at the trailing olive. The leading end had pulled out of the trailing olive. Also, there was evidence of a bond at the trailing olive. The end of the deployment line was extending out of the catheter. The deployment knob was screwed into the catheter. The findings from the evaluation are consistent with the physician¿s observations. The root cause for the premature deployment was the broken leading end of the catheter. The root cause for the broken leading end of the catheter could not be determined with the currently available information.

Event description:
On (B)(6) 2016, the patient was implanted with gore® excluder® aaa endoprostheses to treat an abdominal aortic aneurysm and gore® excluder® iliac branch endoprostheses to treat an aneurysm of the right common iliac artery. Reportedly, difficulties were experienced when attempting to advance the hgb internal iliac component towards the intended location. In order to perform a percutaneous transluminal angioplasty (pta) at the orifice of the internal iliac artery, it was decided to retract the catheter. During the retraction movement, resistance was felt, a snapping sound was heard and it was noted that the endoprosthesis had started to unintentionally deploy. As subsequently the endoprosthesis could not be moved, it was decided to altogether retract the delivery catheter which caused the endoprosthesis to fully deploy in the abdominal aortic aneurysmal sac above the ceb. With the device catheter outside of the patient, it became apparent that the catheter's leading end had remained inside the patient. By pulling the amplatz guidewire still carrying the leading end of the catheter the situation was remedied. The wire was reported to have experienced two kinks at the level of the leading olive and behind the proximal part. The physician felt that the kinking might have been the reason for the severe advancement difficulties of the hgb internal iliac component. To conclude the procedure, the physician implanted a new internal iliac component without issues and decided to leave the previously deployed (B)(4) component inside the patient. However, difficulties were reported when attempting to cannulate the contralateral gate of the trunk-ipsilateral leg component (B)(4) , as it appeared to be severely compressed by the proximal part of the already deployed internal iliac component. The physician elected pull down the hgb internal iliac component by means of a pta balloon in order to create additional space in the contralateral gate which resulted in a successful cannulation attempt. The patient tolerated the procedure.

Manufacturer narrative:
(B)(4)